Manufacturer narrative:
(B)(4). The reported complaint that the "product has been bent" is confirmed. The intra-aortic balloon catheter (iabc) was returned with a bend and resistance was noted at the location of the bend upon loading a guidewire into the iabc central lumen. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent outer/central lumen. The root cause of the bent outer/central lumen is undetermined, but a most probable potential cause is due to customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that " opened the package, found the product has been bent and can not be used". Additional information states that this issue was found during use. To continue/complete therapy, another catheter was inserted into the same insertion site. No patient harm or injury reported. The patient's current codntiion reported as "fine"